Event description:
It was reported that an internal button weld failure caused a section of the bed cushion to balloon. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Result: button weld. Conclusion: product was to be replaced upon investigation findings.